Event description:
Customer called and stated that they were in the process of placing the bravo capsule but it failed to attach. The capsule was still attached to delivery system. The patient wasn't injured following this procedure.